Manufacturer narrative:
A.1 and a.5 are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a console alarm/failure occur after removal. The console displayed a controller failure. There was no noted harm or injury.

Manufacturer narrative:
The investigation for automated impella controller (aic) - controller error has been completed. The console was received for investigation. The cause of the issue was not determined since issue could not be reproduced. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12580: f6/f8-should have been left blank.